Event description:
A (B)(6), male, pt, contacted zoll customer support to report that his monitor was displaying a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon receipt the distribution node enclosure was cosmetically wrapped and the trunk cable was pulled from the distribution node causing the jst connector in the trunk cable to break from the (B)(4) connector on the distribution node pca. The (B)(4) connection is necessary for communication between the electrode belt and the monitor. The cause for the broken connection was a pulled cable. The root cause for the pulled cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken connection. The pt was issued a replacement electrode belt.